Event description:
A customer from (B)(6) contacted biomérieux to report the occurrence of a misidentification of a coagulase-negative staphylococcus strain as staphylococcus aureus in association with the vitek® 2 gp ID test kit. Repeat test obtained the same result. Based on a negative result via alternative method tube coagulase test, the customer reported coagulase negative staph to the physician. The vitek 2 gp ID result was not reported; therefore had no impact on patient treatment. Biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted in response to a customer from (B)(6) reporting a misidentification of coagulase negative staphylococci as staphylococcus aureus when tested via vitek® 2 gp card lot # 2420409403. Biomérieux internal investigation was conducted. However, the customer did not comply with biomérieux's request for submittal of raw data or organism strain. The customer reported setting up the strain from columbia agar with 5% sheep blood. No other setup information was provided. The customer indicated they did not sterilize their saline dispenser by autoclaving and no saline control was performed. Purity plates did not show contamination. A lab report was submitted showing a very good identification of staphylococcus aureus. However, since a definitive identification for the coagulase negative staph was not provided, analysis of atypical results could not be performed. With the strain or raw data, no further investigation is possible. Vitek 2 gp ID lot 2420409403 met final quality control (qc) release criteria and passed initial qc performance testing.